Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Manufacturer narrative:
Lot number and expiration date not provided. Customer will be contacted.

Event description:
As per complaint (B)(4) after a clinical procedure a dental implant displayed a loss of osseointegration and the dental implant was explanted.